Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was having problems with her boluses. The caller stated that the insulin pump was not given the correct amount of insulin and did not trust the device anymore as well did not want to continue on the insulin pump therapy . The customer had the problem for two weeks and experienced constant high blood glucose. The caller had not changed any settings and had used the device as normal. No further information was provided.